Event description:
It was reported that during routine generator exchange on (B)(6) 2021, a left ventricular (lv) lead was implanted but the stylet was unable to be removed from the lead. A new lv lead was implanted but had the same stylet issue so the stylet was clipped off and left in the lead. Normal electrical values were obtained. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of stylet was unable to be removed was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found the connector pin and connector cap to be pulled out of the connector assembly consistent with excessive forces during implant procedure. Evidence of solvent bond between cap and connector assembly was observed and the cap was found in place and intact on the connector pin. The reported event was isolated to the ptfe coating of the stylet stripped off/bunched up/clogged inside the inner coil distal to connector pin. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.